Event description:
Reporter alleged blood glucose measured 351 mg/dl back to back with a result of 145 mg/dl when testing was performed < 5 minutes apart. Customer stated at the time he was in the hospital when the comparison was performed, however, for a condition not related to the meter. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.